Event description:
The facility in the (B)(6) reported that a white hard particulate came though the irrigation port of the silicon sleeve during phacoemulsification. There was no patient impact. Particle was vacuumed through the phaco tip. Particle not available for collection.

Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing.

Manufacturer narrative:
The product was discarded and the lot number is unknown. Therefore, there is insufficient information to investigate for the root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
One small plastic emesis basin was received in a plastic bag. The dish contained one test chamber and one blue irrigation sleeve from an unknown pack. The original packaging was not received. The part and lot number cannot be verified. Visual inspection found the components covered in particles. In addition, there are many white particles inside the test chamber and irrigation sleeve. The components were rinsed off in a petri-dish using 70% isopropyl alcohol. The petri-dish was then microscopically examined for particles. There were multiple particles visible to the unaided eye and many tiny particles as well. The largest particle is approximately 759 by 487 microns in size. The particles were hard to the touch, not squishy. The particles did not break apart when manipulated with a teasing needle. The source and origin of the particles could not be determined. The particles were sent to an outside laboratory for further analysis. The particle sample was microscopically examined and photographed using a camera equipped with an optical stereo microscope. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the particle consists primarily of carbon. Lesser concentrations of oxygen and silicon were also detected. The particle was analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the particle produced a spectrum consistent with that of oxidized polyethylene. The laboratory concluded that the particle sample consists primarily of oxidized polyethylene. A review of the materials used in bl5115-4 does not show this material as used in any of the components. The source of the returned particles could not be determined. The investigation is complete.